Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed service code 110 and failed incoming testing. Upon evaluation, the j1000 jumper was intermittent at pins 11 and 12. The cause of the code 110 and incoming test failure is the intermittent jumper. The root cause of the intermittent jumper cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor displayed service code 110 and failed incoming testing.